Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 30 ml ll, foreign matter within fluid path. The following was provided by the initial reporter: glob of white substance on tip of plunger of sterile 30ml luer-lok syringe. Should I be concerned if there is, what appears to be, excessive lubricant on the tip of the plunger of several sterile 30ml luer-lok syringes? 30ml syringe luer-lok tip ref #302832. Additional information: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mmm-yyyy? 10-jun-2026. Can you please provide the lot number associated with reported issue? 6047166.